Manufacturer narrative:
A ge service representative performed an investigation. The workstation boards and 5v power supply connections were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system would not boot up. There is no report of death or serious injury associated with the complaint.